Manufacturer narrative:
Cooling unit inspected; system returned with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that kv_out_of_range due to cooling unit and tube rotor/anode issues on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.